Manufacturer narrative:
Device evaluated by MFR: taxus liberte (mr) ous 28 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Bsc ID: (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70-80% stenosed, 25x3.0mm, concentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in a severely tortuous and mildly calcified left anterior descending (lad) artery. After a 6f 3.5 extra back-up guide catheter was advanced, a non-bsc guidewire crossed the lesion. Predilation was performed using a non-bsc balloon catheter. Another guidewire was used to gain good support due to the tortuosity of the vessel. A 28 x 3.00mm taxus¿ liberté¿ drug-eluting stent was advanced but failed to cross the bend. The device was removed and it was noted that the distal portion of the stent strut was lifted up. The procedure was completed with another of the same device. Angiographic outcome was better. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70-80% stenosed, 25x3.0mm, concentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in a severely tortuous and mildly calcified left anterior descending (lad) artery. After a 6f 3.5 extra back-up guide catheter was advanced, a non-bsc guidewire crossed the lesion. Predilation was performed using a non-bsc balloon catheter. Another guidewire was used to gain good support due to the tortuosity of the vessel. A 28 x 3.00mm taxus¿ liberté¿ drug-eluting stent was advanced but failed to cross the bend. The device was removed and it was noted that the distal portion of the stent strut was lifted up. The procedure was completed with another of the same device. Angiographic outcome was better. No patient complications were reported and the patient's status was stable.